Event description:
It was reported that the pacemaker exhibited far field oversensing on the right atrial (ra) lead that lead to pacemaker mediated tachycardia (pmt). Technical services (ts) advised changing the programming and the oversensing was no longer seen. This pacemaker remains in service. No adverse patient effects were reported.